Event description:
The clinic reported that a laser vision correction patient presented at the three month post op exam with severe photophobia in both eyes. This was a worsening condition from the one month post op when the patient had reported moderate photophobia. The patient was placed on fml ophthalmic drops, one drop 4 times a day in both eyes. The patient returned about a month later and the symptoms were reported as mild. The patient was placed on artificial tears. The patient did not have any loss of corrected vision.

Manufacturer narrative:
Event was reported through a clinical study. Field service and clinical support was not requested or required. All pertinent information available to amo has been submitted.